Event description:
During attempt to treat pt, 64 year old female, emt had difficulty with pads. When emt went to apply pads the plastic cover did not want to come off and started to tear pads. They applied another set of pads and the 2nd set worked. They were then able to convert the pt successfully.